Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's doctor reported that a (B)(6) patient had a water blister under the back ECG electrode. The doctor reported that the blister was due to ECG contact and the patient sweating. During a follow-up, it was reported that the doctor used a petroleum ointment on the area. The final medial outcome of reported blisters were unknown. No alleged device deficiency.